Event description:
Reporter stated that caller from facility reported that displays on one station of the unit had missing segments in the middle and upper segments. The user was instructed to rub on the lcd; the missing segments reappeared. Since the issue was resolved by telephone, the unit was not swapped out. No pt involvement.